Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient stated that when they connected to the homechoice, the patient line started to leak where the clear tubing and the patient connector meet. This event occurred during initial drain. The technical service representative assisted the patient with ending therapy. The patient would restart the setup with all new supplies. The patient explained that the white part where the patient line rests in the organizer was the origin of the leak. The patient did not notice any damage prior to use and when they took down the supplies, they could not see any cuts, slices or holes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The cause of the reported leak occurrence was determined to be a hole in the damaged patient line tubing to the connector which was identified during visual/functional inspection. The reported condition was verified. An assignable cause is manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.